Event description:
Ous MDR - boston scientific received information that this patient's right atrial lead was not capturing at maximum outputs in both bipolar and unipolar configurations. An x-ray confirmed the ra lead had dislodged. No intervention has been performed at this time and the ra lead continues to remain implanted and in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed a deformation of the outer conductor coil in the proximal part as well as cuttings in the insulation. Based on the symptoms, it is reasonable to assume that these damages resulted from the surgery. Blood penetrated the lead in the cut areas. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported dislodgement. In particular, the values of the parameters measured during the mechanical analysis did not show any deviations from the technical specifications. In summary, cuttings in the insulation and deformations of the outer conductor coil were observed, which resulted most likely from the surgery. The analysis did not reveal any sign of a material or manufacturing problem.